Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05600 / 05601).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6), 2013 due to patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. Review of invoice history confirmed the modular head and acetabular cup were removed and replaced during the revision procedure. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in patient's revision medical records noted the left hip revision was due to pain and fluid. Medical records further noted the presence of brownish and yellowish fluid with typical pseudocapsule type lining and granular appearance of metal-on-metal hypersensitivity, and cup was easily removed due to lack of bony ingrowth. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial.

Event description:
Legal counsel for the patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. Review of invoice history confirmed the modular head and acetabular cup were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.